Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire not to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were signs of thermal damage. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the curved bipolar dissector had a nick in the black wire right by the right-side jaw in the tan-colored wire groove. There was no report of patient involvement or no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the damage with curved bipolar dissector was discovered in sterile processing whenever they were inspecting for re-processing. They have no information about ¿energized¿ functionality for it.